Manufacturer narrative:
(B)(4). Batch # t5da8f. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage, with 15 staples in the pockets and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an esophagogastrostomy, circular stapler misfired. During firing it cuts but staples not formed. The surgery was delayed by 30-minutes. Hand suturing to complete the surgery. There were no patient consequences